Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (dose, route and frequency not reported) and unspecified anti-inflammatory drug (dose, route and frequency not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.